Event description:
It was reported that the user experienced recurrent hypoglycemia with a blood glucose level of 40 mg/dl while using the ilet system in conjunction with a dexcom g7 cgm and a steel 6 mm contact/detach infusion set, with the lowest glucose reported as ¿low,¿ and the user consistently self-treated and recovered. Symptoms included low glucose episodes with urgent low, urgent low soon, and low alerts. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education, review of setup and use, and guided factory reset with full device reconfiguration, including cgm pairing, cartridge and infusion set change, and weight entry, followed by successful pairing to the mobile app. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear amid recent weight loss, dietary changes, and reduced use of dinner announcements. It was concluded that the device performed as designed and that the hypoglycemia cause was unclear; education and best practices were provided and the user was advised to follow up with the clinical support line. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.